Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient's mother stated the patient's blood sugar dropped to 2.4mmol/dl and the follow application did not alert which resulted in the patient to be hospitalized. Event details were not provided. At the time of contact, the patient was doing okay. No additional patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.